Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there was a separation on the component connected to the mx5341l that was not manufactured by ICU medical. There were no damages to the ICU product. A visual inspection was performed and the reported issue was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient¿s line had come apart. Upon inspection, the nurse observed that the extension line had split at the connection point to the plastic. There was leakage noted. The patient¿s caps were changed, and the line was heparin locked. No reported patient harm.